Event description:
#Medwatcher #(B)(4). Got essure placed in 2013 had severe pain on the right side when having essure placed shortly after having it placed I started bleeding I bled for five months straight some days heavy so days light when the bleeding finally stop having sex hurt so bad ID cry as my stomach cramped like contractions I get dizzy light headed sharp abdominal pain on my right side tons of pelvic pain and pressure I now have anxiety attacks mood swing am tired all the time and feel weak like I have the flu hip and lower back pain passing tones of blood clots from a dime size to a half dollar size bloating some days I look 6 months pregnant I get migraines more frequently than any other time in my life and 10 times worse

Event description:
#Medwatcher #followup1 #fdamw5041033 #(B)(4). I've been two the hospital twice this year for stomach and pelvic pain when to my primary care doctor after talking with h abt everything he called another doctor he looked straight at me and said he believed the essure needed to come out that no one should deal with this pain for 2 years but I'd have to follow up with my obgyn about getting it removed.